Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2. Corrected fields: d4(UDI#).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2. Corrected fields: d1,d4(model #,catalog #,unique device identifier (UDI) #).

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) training session, when the unit was attached to the trainer, "disconnect trainer- patient cables connected.". Message was received. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse removed trainer, patient cables connected, message displayed when trainer was in use. The fse replaced front end board. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer for clinical service. The failure analysis and testing dept. Received part with a reported unit failure of a "patient cables connected" message while the trainer is not in use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. Tested the exact scenario with no faults found. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. At.